Event description:
The surgeon reported: blunt knives. Tried two knives from the box and found to be blunt. No pt impact was reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).